Event description:
The chairman for the department of orthopaedics reported to sr director of r&d at stryker osteosynthesis, (B)(6), that it is observed, in several cases that the end caps did not fit onto the nails.

Manufacturer narrative:
Device will not be returned. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.